Manufacturer narrative:
Evaluation revealed the targeting arm t2 prox. Humeral to be the subject product. No further associated products were reported. Review of the inspection records revealed no discrepancies. A check of the function on 100% of the devices (sub-supplier) and additional in-house spot check of the lot in question revealed that function was given in full on the devices at the stage of delivery. Evaluation did not reveal any discrepancies in material or manufacturing. As the targeting arm had been in use for approximately 8 years we pre-suppose that the device had fulfilled its tasks in former surgeries as intended. The pre-operative test performed revealed the targeting accuracy being as intended. The drill could be passed through all drill holes while checking the possible locking options without contact to the nail. A targeting issue could be reproduced. Potentially reduced accuracy in guidance is usually found during functional check (required per IFU). In case of any deviation it should have been realized prior to use. Based on the above facts it can be ascertained that the event was not caused by any deficiency of the device. Evaluation revealed that the reported event was not caused by a deficiency of the device. The given information rather suggests that the event and root cause is related to a sub-optimal surgical procedure i.e. Use error. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It is reported by the male nurse of the hospital, that a misdrilling occurred.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It is reported by the male nurse of the hospital, that a missdrilling occured.